Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a systemic infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: a partial lead in portions was received. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.